Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm. Reportedly, the alarm occurred when the customer was sleeping. The customer's blood glucose (bg) level was 279 mg/dl, tandem technical support educated the contact to keep items from pressing the button and the contact acknowledged. The bg level was addressed with a correction bolus that was usually delivered by the contact.